Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to prosthesis dislocation. Products not revised: profemur (r) gladiator (r) stem, prgl-cm04, lot: 1667141.